Event description:
It was reported that while the programmer was turned on the electricity at the hospital failed, and following that the programmer could not be restarted. The programmer was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2067 radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).